Manufacturer narrative:
MFR was unable to evaluate product as product was discarded by the doctor.

Event description:
Plate broke in pt; reason for breakage unk. Surgery was performed to explant and implant new plate on (B)(6) 2011. Pt's long term health was not compromised.